Manufacturer narrative:
Therapy date and explant date is estimated . During process of complaint , attempts were made to obtain complete device information, further information was requested but not received . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had ineffective therapy and the system was explanted. Patient was implanted with a competitor's leads .